Manufacturer narrative:
Correction: h6 should not have "failure to sense" as a medical device problem code. H6 code was corrected from "failure to capture" to "inadequate capture" as only capture was inappropriate.

Event description:
New information noted that impedance anomaly was high pacing impedance.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that lead exhibited impedance anomaly, failure to capture and failure to sense. Noise was also noted. The lead was ultimately not used and replaced with new lead. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.